Event description:
On 9/25/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak inserter tip broke during insertion. All broken fragments were successfully retrieved, and the case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak. This was discovered during a hip labral repair procedure on (B)(6) 2023. Additional information received on 9/25/2023: the case was delayed about two minutes; however, the sales representative did not know if additional anesthesia was administered. The patient did not have any problems due to device breakage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.